Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts have returned for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, while checking instruments, there was a damaged instrument on the navigation system observed. The spine clamp was stripped. The spine clamp was replaced. There was no patient present when this issue was observed.